Event description:
Caller was diagnosed with sleep apnea in 1996. Ever since he's been using the CPAP machine. His old one broke and was replaced with a resmed CPAP machine. The first resmed CPAP machine emitted horrible smell that he could not use it, and was exchanged with another one. He recently observed that he wakes up each morning with a headache that would not go away. He believes the headache is from using the machine and also believes the machine is not an off gasing one. He contacted the manufacturer but could not get answers. The reporter said FDA should demand that manufacturers use materials that is off gasing for their products to avoid consumers breathing in toxic materials while using this product.